Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, while inserting the lens, the plunger was spinning idly. It did not enter the eye but made contact with the patient. The surgery was completed after replacing the product with another unspecified lens without any harm to the patient. The sample was not available because it was discarded.